Event description:
It was reported that, in an ambulance setting, multiple batteries exhibited several issues including failure to turn on and blue screens appearing. Handles were tested with known good batteries, but it was unknown if the problem was resolved after replacement. For some devices, the light-emitting diode was illuminated on the display, but the battery icon was not shown; for others, the led was not illuminated. There was no patient involved.

Manufacturer narrative:
D10 concomitant product: 340-000-000, 340-000-000 mcgrath 3.6v battery 340-000-000, lot# h25051204. 340-000-000, 340-000-000 mcgrath 3.6v battery 340-000-000, lot# h24122104. 340-000-000, 340-000-000 mcgrath 3.6v battery 340-000-000, lot# h24071204. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.